Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to the battery compartment or battery cap. The reporter confirmed that the battery cap was properly secured at the time of the power issue and that there was no moisture in the pump. During troubleshooting, the reporter inserted a battery from a new pack into the pump but the pump would not power on properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: a review of the black box indicated consecutive reboot events on (B)(6) 2015. The returned battery cap was used to complete investigation. The battery compartment was undamaged and the battery cap contacts were within required specifications. The pump powered on with functional auditory and vibratory features, but the display remained blank. Additional testing could not be completed due to the blank display. Investigation revealed moisture corrosion on multiple internal pump components, leading to the blank display screen. (B)(4).